Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Unused sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle IFU states: perform a femoral angiogram to verify the location of the puncture site. It¿s unlikely the IFU violation contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely an excessive pull and/or suture snag during pull induced the separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - first name, last name, title: updated from(B)(6). E3 ¿ occupation: updated from pharmacist to physician.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017 clarifier: failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional aortic endoprosthesis procedure. A femoral angiogram or any imaging was not performed. Reportedly, a suture break occurred when removing the plunger and the patient kept bleeding with both prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 20fr sheath and the aortic endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.